Event description:
Baxter svc ctr reports leak in cassette of homechoice set used for automated peritoneal. Leak was identified by svc ctr when moisture was noted in pneumatic area of returned homechoice device. No pt injury was reported at time of device return.